Manufacturer narrative:
Images were requested but not provided. Therefore the investigation was closed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
The patient referenced in this complaint file is enrolled in an observational, prospective, multicenter clinical study ((B)(4)) to evaluate gore® excluder® aaa endoprosthesis featuring c3® delivery system in the treatment of infra-renal abdominal aortic aneurysms. The french national authority for health requires a 5-year follow-up as part of the renewal of reimbursement for these endoprostheses. Medpass international is the contracted research organization (cro) responsible for the entry of the clinical data and outcomes to the medpass clinical study database (csd). On (B)(6) 2013 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. The maximum diameter of the aortic aneurysm was before implantation 50mm. On (B)(6) 2013 a 6 month follow up was performed. The computed tomography showed a maximum diameter of 50mm of the aneurysm. On (B)(6) 2014 a 1 year follow was performed. The computed tomography showed a maximum diameter of 50mm of the aneurysm. On (B)(6) 2015 a 2 year follow was performed. The computed tomography showed a maximum diameter of 54mm of the aneurysm. A type ii endoleak with enlargement of the aneurysm sac was observed. On (B)(6) 2015 a re-intervention with embolization was performed and the type ii endoleak was solved.